Manufacturer narrative:
The device has not been received by this MFR. An evaluation has not been performed; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. A device history record review is in progress. Results of the device history record review will be provided in a follow-up medwatch report. The april 2007 15-month trend report for this prod family, inclusive of all failure modes, was reviewed; no adverse trends were noted.

Event description:
On april 27, 2007, the customer reported to boston scientific corp, that during a biliary stenting procedure on a male pt using a jag precursor guidewire device, "the coating in the tip of the guidewire disappeared". The physician found that "the coating of tip was left outside of the papilla". The physician did not remove the coating as he expected it "to pass naturally". The pt's condition was reported as "normal"